Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, on colon resection, the 3 cartridges were connected and firing was performed initially, but stapling was found not formed until the end. When the sales representative looked at the defective cartridge, there was a sign that the firing could be performed until the middle of the procedure. A new cartridge was fired and the same handle was used to resolve the issue. There was no patient injury.